Event description:
It was reported that a user experienced hyperglycemia with blood glucose values hovering between approximately 230 and 264 for about one hour while on the third day of ilet use, with concern that the pump was not dosing; the algorithm was checked and confirmed dosing, and the user performed a fill tubing of the infusion set and received education that the system is still learning insulin needs, after which glucose began trending down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included guided troubleshooting of algorithm function and infusion set tubing fill, and education on device learning period. Investigation of this case revealed no device alarms and confirmed insulin delivery, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.